Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during endoscopic vein harvesting, the c-ring of the vasoview hemopro 2 broke. The exact time of the failure is unknown; however, the physician assistant (pa) stated that at some point during the procedure, he observed on the monitor that the c-ring had split. The c-ring was not cut using the hemopro. A new device was opened to complete the procedure. No patient harm was reported. There was no procedural delay, other than the time required to open the replacement device.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h4,h6,h11. The device was returned to the factory for evaluation on 04/02/2026. An investigation was conducted on 04/02/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the photographic evaluation as well as the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000521165 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.